Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced phrenic nerve stimulation from their left ventricular lead. The lead was then capped and replaced on (B)(6) 2020. The patient was in stable condition.